Manufacturer narrative:
The pump was received with cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir connection and is missing the plastic guard and the o rings. The customer's blood glucose reading was 241 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.